Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the customer stopped the continuous glucose monitor (cgm) session, re-entered the transmitter ID, and restarted the session. No additional patient or event information was available.